Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) assisted the customer in retrieving a medication that had fallen into the drawer fascia during a customer refill. Fse opened the drawer, and the medication was removed using needle nose pliers. The system functioned as intended after the field service engineer (fse) addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed device not detected on bus. The customer attempted to reboot the station and recover the failed drawer; however, it still indicated that maintenance was required. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.